Event description:
This report was received from (B)(4) and is a solicited report by a nurse from (B)(6) of bacterial peritonitis with (B)(6) and death in an (B)(6) male patient coincident with extraneal viaflex therapy. On an unreported date, the patient began extraneal viaflex therapy (4 liters daily) intraperitoneally (ip) via continuous ambulatory peritoneal dialysis (capd). At the time of this report, the action taken with extraneal viaflex was dose decreased. On (B)(6) 2012, the patient experienced cloudy effluent and abdominal pain. The cause of the peritonitis was not reported. The patient was not hospitalized. On (B)(6) 2012, the patient began remedial therapy for the peritonitis with cefazolin (125 mg/liter), ceftazidime (125 mg/liter) and heparin 20 units/liter (routes and frequencies not reported). Remedial therapy included reducing extraneal viaflex to 1 liter twice daily. The reporter stated the abdominal pain had greatly improved, but the peritoneal effluent remained cloudy. The event of peritonitis was resolving. A causality assessment was not reported. On (B)(6) 2012, additional information was supplied by the nurse. On approximately (B)(6) 2012, remedial therapy of cefazolin and ceftazidime were discontinued and on (B)(6) 2012, the patient began remedial therapy with ampicillin (125mg/liter, route not reported) for eight days duration. On (B)(6) 2012, additional information was supplied by the nurse. It was clarified the route for remedial treatments was intraperitoneally (ip). On (B)(6) 2012, the patient was found dead at home by his wife. The cause of death was unknown. At the time of death, the patient already had no peritonitis symptoms, the effluent was clear and the pd therapy was ongoing. Extraneal therapy was ongoing until the time of death. It was unknown if an autopsy was performed. Bacterial peritonitis with (B)(4) recovering. The death and bacterial peritonitis with (B)(4) were considered unrelated to extraneal therapy. Information regarding the cause of death has been requested.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A batch review will not be conducted as the lot number is unknown. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Baxter has conducted a trend review and found that similar reports have been received for the report of peritonitis. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). This complaint was not confirmed. No additional information was provided by the reporter related to this event. The root cause for the reported condition of peritonitis followed by death (cause unknown) was undetermined. There was no device malfunction or use error identified.